Event description:
Refer to h10/h11 for follow-up information.

Manufacturer narrative:
Updated information can be found in the following fields: g3, g6, h2. Corrected data can be found in field b4 (date of this report).

Manufacturer narrative:
This complaint is being reported due to the following conclusion: after completion of a da vinci-assisted surgical procedure, an unspecified small bowel injury was identified post-operatively. The type and severity of the injury sustained by the patient is unknown. It is also unknown what medical intervention, if any, was administered due to the small bowel injury. At this time, the root cause of the patient¿s operative complication is unknown. The surgeon alleged that the injury was caused by thermal spread in relation to the use of the iesu. However, the fse inspected the da vinci surgical system and iesu and no issues were found.

Event description:
It was reported that after undergoing an unspecified da vinci-assisted surgical procedure, an unspecified small bowel injury was identified with delayed presentation. The initial reporter claimed that the injury occurred as a result of thermal spread in relation to the use of the integrated electrosurgical unit (iesu) with the da vinci surgical system. No further clinical information was provided. The following information is unknown: the type and severity of the injury, the date the da vinci-assisted surgical procedure was performed, the root cause of the injury, what medical intervention (if any) was administered due to the small bowel injury, and the patient's current status.